Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient was using the device to relieve pain in the pelvic. On august 5, the patient reported that she may be allergic to the bandage covering her leads because she now had a rash. The patient confirmed that she had a history of being allergic to surgical tape. The patient also noted that she was being treated with both oral benadryl and topical benadryl and was now being treated with topical cortisone cream. The patient planned to reach out to her health care professional again about getting an injection to cure the infection/rash prior to her stage 2 surgery. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.